Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2025-17493. It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the atrial and ventricular leadless pacemakers (lp) had delivered a premature recommended replacement time (rrt) alert. Programming changes were performed. There were no patient consequences.